Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving errors from his sensor and that the insulin pump was alarming threshold suspend despite the customer not having low blood glucose levels. The customer also reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 63 mg/dl when the actual blood glucose level was 130 mg/dl. Explained that the sensor glucose and blood glucose difference was not within an acceptable range. Troubleshooting was done. No additional information was provided.